Event description:
According to the reporter, prior to a procedure, while preparing the device, when the handle and shell were prepared, a handle in a red circle with a line and exclamation mark was displayed on the screen. Another handle and new shell were prepared along with a reload, but the same issue occurred while testing the device. The user then prepared a competitor's device to resolve the issue. There was no patient involved.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:(B)(6)(lot#:c23aaa0502), sigpshell, sig power sigpshell control shell (lot#:n3f0279y), egia45amt, egia45amt egia 45 artic med thick sulu (lot#:n3g1396y), sigpshell, sig power sigpshell control shell (lot#:n3g1401y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that an assembled signia handle, clamshell, and adapter were noted. A power handle error was displayed on the screen of the handle. Functional testing found that there was an error for the system queue being full. It was reported that the device has power handle error. The reported issue was confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.